Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a stained and peeling, but not worn or faded, address and serial number label. The insulin pump was missing the end cap sticker. The insulin pump was received with minor scratches on the display and a corroded battery tube. (B)(4).

Event description:
The customer's parent reported via telephone call that the act and escape buttons on the insulin pump were not responsive. The blood glucose reading was 219 mg/dl. The parent did not recall any significant event leading to the issue. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.